Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 03/07/2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 1000.10852 mcg/day, bupivacaine 8 mg for a total dose of 4.00043 mg/day, and morphine 20 mg for a total dose of 10.00109 mg/day via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2019 the migrated catheter was explanted/replaced/removed and a new catheter was implanted. The device disposition was unknown. A catheter access port (cap) contrast study was performed and results were normal on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was catheter dislodgement. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was possibly related. No further complications were reported/anticipated.